Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. Subsequently, it was replaced with a different model lead. No additional adverse patient effects were reported.